Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's interface board will be replaced to address the issue. Conclusions: the eval of the device is complete, pending customer approval of the estimate.

Event description:
The MFR received info from a third party service center alleging a ventilator's remote alarm connector was broken. There was no harm or injury reported.